Event description:
It was reported the patient's blood glucose level rose to 457 mg/dL while wearing the Pod between 25 and 36 hours. The adhesive reportedly did not adhere well to the skin at the infusion site (Hip/Buttocks), and the cannula was found to have dislodged. Additionally, insulin leakage from the Pod was observed upon removal. It was further reported that the continuous glucose monitor in use at the time (Dexcom G7) provided inaccurate blood glucose readings, with values displayed at 120 mg/dL. Symptoms reported include shortness of breath, dizziness, nausea, and fatigue. The patient was subsequently hospitalized at Florence Nightingale Hospital in Germany. Treatment during hospitalization included 18 units of insulin and electrolyte replacement. The patient was discharged the following morning.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: G7Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.